Event description:
The customer's mother reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 30 mg/dl. The customer's mother stated that the customer was unconscious and unresponsive when the paramedics arrived. Troubleshooting was performed, and the customer stated that he had programmed a temporary basal rate incorrectly. The customer stated that he intended to program a basal rate of 0.8 units of insulin, but he accidently programmed a basal rate of 8.0 units instead. The customer stated that this was the cause of the event. The customer also stated that the contacts on the keypad were exposed, but the buttons were still responding normally. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.